Event description:
Reporter alleged on (B)(6) 2018 at 1400 the end-user required medical intervention due to hypoglycemia. Reporter stated that the prodigy meter read 80 mg/dl but that the end-user was shaking, sweating and unable to speak. End-user did eat a bologna sandwich and cake for lunch as well as taking 10 units of prescribed novolog. Paramedics were called 3 minutes after testing the prodigy meter and arrived in 3 minutes. Upon arrival the paramedics tested the end-user's blood glucose with their meter and received a 26mg/dl. Reporter stated the paramedics gave an injection and also gave fluid through an IV. Reporter is not sure what medication or fluids were provided to end-user. Paramedics retested prior to leaving the end-user and the end-user's blood glucose was 180 mg/dl. No further information was provided regarding this event.